Event description:
The customer reported that both monitors were blank during and after boot up. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The db9 power supply connector was repaired and the image processor board was replaced. The system was then found to be operating as intended.